Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported poor infusion and aspiration.

Manufacturer narrative:
Additional information is provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states there was no patient harm.

Manufacturer narrative:
Additional information is provided. The customer reported that the system had poor infusion and aspiration. The company service representative examined the system and the reported event could not replicated or confirmed. The system was then tested and met all product specifications. The system was manufactured on december 15, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).